Event description:
The pump was programmed to deliver 100ml of ns at a rate of 150ml/hr on the primary line. The secondary line was programmed to deliver an unspecified concentration of integrilin in 100ml at a rate of 19ml/hr. The pump settings were reportedly verified by two nurses and the infusion was started. Approximately one hour later, the rn "noticed the secondary infusion went in too quickly." The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required.